Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the mid lad (pre-dilated) with xience v stent. In 2009, the pt was brought into the emergency department experiencing chest pain. Labs and chest x-rays were performed and the troponin level was elevated. The pt was diagnosed with an acute st-elevation myocardial infarction. The pt was categorized as a dnr per the pt's request; the pt expired. The cause of death was not reported at this time. The pt also has a history of end-stage renal disease and was on dialysis. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Angina, myocardial infarction and death, as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. Additionally, angina, myocardial infarction, elevated enzymes, death and hospitalization are listed in the xience v risk assessment (ram) as no fault post procedure complications. It is likely that the angina and elevated enzymes are secondary effects of the myocardial infarction, which resulted in death. A conclusive cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.